Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the lower fitment. Inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. The root cause was identified as a manufacturing issue of no solvent being applied at the junction of the tubing.

Event description:
The customer reported the set leaked either above or below the safety clamp fitment for a patient's infusion. The IV solution (75 ml/hr) was infusing for 15 minutes when the leak was identified. Fluid was leaking from the set and air was seen in the set. The charge nurse changed the set and the infusion continued without reports of additional issues. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the set leaked either above or below the safety clamp fitment for a post-surgical patient's infusion. The IV solution (75 ml/hr) was infusing for 15 minutes when the leak was identified. Fluid was leaking from the set and air was seen in the set. The charge nurse changed the set and the infusion continued without reports of additional issues. There was no patient harm.